Manufacturer narrative:
Device evaluated by manufacturer: the apex monorail (mr) balloon catheter was received for analysis in the hoop with product pouch and shelf carton. There was blood and contrast in the wire lumen and balloon. An inflation device filled with water was used to locate a pinhole in the balloon material parallel with the proximal edge of the distal markerband. There was also damage to distal tip of the catheter. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 95% in-stent restenosis target lesion was located in the non-calcified and non-tortuous saphenous vein graft (svg) to the diagonal. The apex monorail 8mm x 2.25mm balloon catheter was advanced into the guide catheter with significant resistance but was unable to cross the previously implanted stent in the svg. The physician thought the tip of the balloon may have been hitting the stent struts, and removed the balloon. The balloon was inflated out of the body and a small pinhole leak in the balloon was noted at 2atms. The procedure was completed with another apex monorail balloon catheter. There were no patient complications reported and the patient's status is ok.